Manufacturer narrative:
H6: medical device problem code: 1494: off-label use pre-existing condition of progressive myopia. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -11.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore before/during loading or unknown when it occurred and the surgeon noted it was noticed when the lens was placed in the eye. Intraoperatively the lens was removed and replaced with a longer length lens. The cause of the event was reported as the device and noted "lens was scratched when placed into the eye. Unknown it was already scratched prior to loading. Back up lens implanted successfully."